Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4020c-08 (no batch indicator present) was received for investigation. Visual inspection identified that the distal-most threads had broken off. The method of bone preparation employed during the procedure, as well as the bone quality encountered, were not recorded. The cause remains undetermined, although probable causes can be attributed to improper bone preparation and/or prying/leveraging during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament of (B)(6) type ligamentoplasty the distal part of the device broke when implanting the device. No broken off fragments remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.